Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor experienced signal loss to the ilet, after which the user replaced the sensor and observed the expected sensor warmup state before glucose values would display on the ilet. No adverse clinical symptoms reported and no alerts or alarms on the ilet. Outcomes included no injury, no medical intervention, and no hospitalization. User support included remote troubleshooting and user education regarding sensor replacement, warmup behavior, and reconnection. Investigation of this case revealed signal loss limited to the ilet interface, with sensor function resuming following replacement and completion of the sensor warmup, consistent with expected device behavior for the sensor warmup period. It was concluded, based on previously established findings for similar reports, that the cause was user interface connectivity disturbance resolved through standard troubleshooting.